Manufacturer narrative:
The products is expected to be return, but has not been received.

Event description:
During an angioplasty procedure, the stent delivery system shaft broke and separated in two pieces. The broken pieces were outside the patient and were removed without any additional interventions. Another sds was utilized to complete the procedure. There was no patient injury reported with the event.